Manufacturer narrative:
This product was received and tested by technical services and they could not confirm a flickering image from the baton. They plugged the baton into a test monitor and the baton passed the quality image test pattern without any flickering. The baton has already been replaced. The returned device was scrapped.

Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the blade produced a flickering image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.